Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient is charging too often. Patient reported that ins is not holding the charge. Patient said he met with rep right around the first of the month. Patient stated they were supposed to start getting something worked out about replacing the ins battery. Patient has not heard back since. Patient is calling today because he has not heard back from the rep and it has been over two weeks. No patient symptoms or complications were reported in this event. Additional information was received from the patient. It was reported that the patient notified the health care professional (hcp) regarding the frequent charging of the ins and had appointment on (B)(6) 2018. Patient indicated that they talked with rep and they are having a new battery installed. Patient waiting for insurance to ok. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for non-malignant pain. The patient reported that they were charging too often, and the ins was not holding a charge as long as before. It was reported that the ins used to last for 3 weeks but the charge last for 2 weeks. There is report that no changes have been made to the setting and the ins is kept on all the time. No patient complications have been reported because of this event.